Event description:
A report was received that during the permanent implant procedure the patient stopped breathing. The event was not device related. The patient is reportedly well following the procedure.